Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during an l5-s1 transforaminal lumbar interbody fusion procedure, while tightening a dual innie set screw, a tab or tabs on expedium di (dual innie) intermediate castle tightener snapped off from the instrument. The parts were removed. Affiliate reports there were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
Visual verification revealed that three of the four castle nut tabs were fractured at the distal tip of the instrument. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fractured characteristics of the instrument. Results indicate that the entire surface of each fractured tab exhibits plastic deformation indicative of a static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the xpdm di intermediate castle tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the xpdm di intermediate castle tightener was conducted on the specific product code from this complaint as the product family does not exist for this instrument. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the castle nut tabs becoming fractured cannot positively be determined. However, the sem fracture analysis results indicate that the entire surface of each fractured tab exhibits plastic deformation indicative of a static shear failure. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.